Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that there was an issue with the integrated pressure sensing connecting cables utilized with the novalung extracorporeal membrane oxygenation (ECMO) machine by fresenius medical. The user facility stated they have had an additional three cable failures in the last month. The most recent being last night. The user facility reported that not only is the product failing but reading very incorrect values, potentially leading to incorrect treatment of the patient. This is related to part number 3835001 with lot numbers: fsxf2421, gsxa2422, fsxi0401.